Event description:
It was reported that the stylus did not work on parts of the screen on the programmer. The alignment tool was used and the stylus was replaced but the situation did not improve. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis verified that there were "dead spots" on the display screen and discovered that it was due to the flex tape not being connected securely.